Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, defib conductor fracture (overstress), outer tubing overlay cosmetic esc, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. Additional analyst comment - the lead ((B)(4)) was returned with both the svc and the rv defib cables fractured at the connector.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found. (B)(4): no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, defib conductor fracture (overstress), outer tubing overlay cosmetic esc, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately eleven months after device replacement. The cause of death has been requested and not received.